Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified biological tissue and device was seen intact. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported "pain¿, ¿breast hardening¿, and ¿changes in appearance." Additionally, healthcare professional reported "tightness" and capsular contracture - baker grade IV. Device has been explanted. This record is for the right side.